Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing a skin infection on the same day of applying an adc freestyle libre sensor. Customer experienced symptoms described as pain and discomfort at the insertion site and had contact with a healthcare professional who prescribed keflex (cephalexin - antibiotic) for treatment. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing a skin infection on the same day of applying an adc freestyle libre sensor. Customer experienced symptoms described as pain and discomfort at the insertion site and had contact with a healthcare professional who prescribed keflex (cephalexin - antibiotic) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.